Event description:
Event description: spd technician went to pick oec [c-arm] disposable pack from shelf and noticed that sterile packaging was not sealed. Technician then inspected other packs and found another pack with defective seal. These two units were removed from service. Seals on other units from same lot were not defective. Manufacturer has been notified and has requested defective packs be returned to MFR. MFR response (as per reporter) for c-arm drape oec disposable pack. MFR requested that product be returned to MFR.